Event description:
It was reported that both the ICD and lead were removed due to high impedance.

Manufacturer narrative:
The lead was returned in two sections. No anomaly found. All electrical measurments were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.